Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was report via a journal article that a patient underwent a soft tissue tumor excision on (B)(6) 2005 and suture was used. Approximately 4 weeks post-operative, the wound showed an inflammatory reaction. The patient developed extrusion of the suture. After extrusion or excision of the suture material the follow up was uneventful.